Event description:
I believe midmark corp - versailles, ohio - has a faulty design for their medical/dental steam autoclaves. The biggest problem is that the electronic controls are situated above the door. When the machine opens, at the start of the 20- or 25-minute drying cycle, there is residual steam which rises out -pours out, upward-, and it caused our midmark m9 to start to fail within a year or two. It has gone back to our dental supplier repeatedly over the past five years, and now one can easily see that steam has infiltrated and the electronics, totally damaging the control panel -above the door-, I have heard other complaints about the electronics going bad on midmark autoclaves, and I think they are putting out a bad product which can injure pts and health care workers, due to inadequately sterilized instruments. Also, it is expensive to replace, and terribly incovenient to have to repair repeatedly just to have the device limp along for only five years of working life. Our midmark m9 is still at the dental supply co, and we can get it back, if that would help document the problems.